Event description:
Customer reports to have experienced keypad anomaly. Customer reports of attempting to enter blood glucose in order to deliver a bolus and numbers began to ramp up, then customer received a button error alarm. Customer states that buttons were not responding. Customer's blood glucose was 251 mg/dl. Customer's blood glucose at the time of call was 150 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No scrolling number anomaly was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.